Event description:
The customer observed false positive alinity I total -hcg results generated on the alinity I processing module for one patient. There were three samples collected from this patient. There were two samples collected on (B)(6) 2024, and one sample collected on (B)(6) 2024. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): (B)(6) 2024 sid (B)(6) (collected on (B)(6) 2024 in small vacuette cat tube) result = 355.71 miu/ml (positive). (B)(6) 2024 sid (B)(6) (collected on (B)(6) 2024 in large vacuette cat tube) result = <2.30 miu/ml (negative). Due to the discrepancy, the customer ran both samples that were collected on (B)(6) 2024 and the following results were obtained: sid (B)(6) (collected on (B)(6) 2024 in small vacuette cat tube) = 404.39 miu/ml (positive). Sid (B)(6) (collected on (B)(6) 2024 in large vacuette cat tube) = 7.96 miu/ml (grayzone). The customer sent sid (B)(6) (collected on (B)(6) 2024 in small vacuette cat tube) to a reference lab which utilized the roche platform and the result correlated with the customer¿s result (reference lab from roche platform = 354.8 miu/ml (positive)). To rule out sample mix up, the customer ran multiple chemistries on the two samples collected on (B)(6) 2024 and the results from all the assays matched up. The abbott technical application special (tas) went on site and reran the samples. The following data was provided: (B)(6) 2024 sid (B)(6) (collected on (B)(6) 2024 in small vacuette cat tube) = 403.13 miu/ml (positive). (B)(6) 2024 sid (B)(6) (collected on (B)(6) 2024 in large vacuette cat tube) = 8.86 miu/ml (grayzone). The abbott technical application special (tas) took all three samples to another lab. The samples were tested on the alinity I processing module and the roche platform. The following results were provided: sid (B)(6) (collected on (B)(6) 2024 in small vacuette cat tube) alinity result = 412.95 iu/l (positive); roche result = 337 iu/l (positive). Sid (B)(6) (collected on (B)(6) 2024 in large vacuette cat tube) alinity result = 9.41 iu/l (grayzone); roche result = 6.15 iu/l. Sid (B)(6) (collected on (B)(6) 2024 in large vacuette cat tube) alinity result = <2.30 iu/l (negative); roche result = <0.200 iu/l (negative). There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids (all from the same patient) = (B)(6). This report is being filed on an international product, alinity I total -hcg, list number 07p51-20, that has a similar product distributed in the us, list number 7p51-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section d4 - primary UDI number: this section was corrected from (B)(4). The complaint investigation for false positive alinity I total -hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record review did not identify any non-conformances or deviations with lot 55510ud00 and complaint issue. The overall performance of the alinity I total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the complaint lot is within the established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Per product labeling for accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter. Inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. For diagnostic purposes, hcg results should always be used in conjunction with other data; e.g., patient¿s medical history, symptoms, results of other tests, clinical impressions, etc. Based on this investigation, no systemic issue or deficiency was identified for the alinity I total -hcg reagent lot 55510ud00.

Event description:
The customer observed false positive alinity I total -hcg results generated on the alinity I processing module for one patient. There were three samples collected from this patient. There were two samples collected on (B)(6) 2024, and one sample collected on (B)(6) 2024. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): (B)(6) 2024 sid (B)(6) (collected on (B)(6) 2024 in small vacuette cat tube) result = 355.71 miu/ml (positive). (B)(6) 2024 sid (B)(6) (collected on (B)(6) 2024 in large vacuette cat tube) result = <2.30 miu/ml (negative). Due to the discrepancy, the customer ran both samples that were collected on (B)(6) 2024 and the following results were obtained: sid (B)(6) (collected on (B)(6) 2024 in small vacuette cat tube) = 404.39 miu/ml (positive). Sid (B)(6) (collected on (B)(6) 2024 in large vacuette cat tube) = 7.96 miu/ml (grayzone). The customer sent sid (B)(6) (collected on (B)(6) 2024 in small vacuette cat tube) to a reference lab which utilized the roche platform and the result correlated with the customer¿s result (reference lab from roche platform = 354.8 miu/ml (positive)). To rule out sample mix up, the customer ran multiple chemistries on the two samples collected on (B)(6) 2024 and the results from all the assays matched up. The abbott technical application special (tas) went on site and reran the samples. The following data was provided: (B)(6) 2024 sid (B)(6) (collected on (B)(6) 2024 in small vacuette cat tube) = 403.13 miu/ml (positive) (B)(6) 2024 sid (B)(6) (collected on (B)(6) 2024 in large vacuette cat tube) = 8.86 miu/ml (grayzone). The abbott technical application special (tas) took all three samples to another lab. The samples were tested on the alinity I processing module and the roche platform. The following results were provided: sid (B)(6) (collected on (B)(6) 2024 in small vacuette cat tube) alinity result = 412.95 iu/l (positive); roche result = 337 iu/l (positive). Sid (B)(6) (collected on (B)(6) 2024 in large vacuette cat tube) alinity result = 9.41 iu/l (grayzone); roche result = 6.15 iu/l. Sid (B)(6) (collected on (B)(6) 2024 in large vacuette cat tube) alinity result = <2.30 iu/l (negative); roche result = <0.200 iu/l (negative). There was no impact to patient management reported.